Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 1mg/ml at 0. 076mg/day via an implantable pump. The indication for use was spinal pain. It was reported that since 2020 the patient has had 1mg/ml drug in the pump but the programming has been programmed to 5mg/ml at 0.3801mg/day. Today they noticed this error and are refilling again with 1mg/ml drug and going to correct the programming. The previous flow rate 0.7602ml/day or 0.07602mg/day not 0.3801mg/day. Per the reporter, they will use a dose that is close to the actual dose and update that along with the drug conc 1mg/ml.